Manufacturer narrative:
Section a2, a4 and a5: unknown: not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter first & last name: information unknown/not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h3: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when intraocular lens (iol) was implanted, there was a crack. Iol was removed and replaced. No further information available.